Event description:
It was reported that the patient experienced severe hand pain after an implant procedure, leading the physician to send the patient to the emergency room (ER) and subsequent hospital admission. A cervical magnetic resonance imaging (MRI) scan showed cervical stenosis, prompting the physician to perform neck surgery. It was believed that the cervical stenosis was exacerbated during the implant procedure due to the patients prone positioning which caused the hand pain. The patient was reportedly doing well.